Event description:
According to the facility on (B)(6) 2023 "the patients epidural catheter became dislodged from the hub at the connector and the epidural was replaced as parts of the epidural catheter looked to be disintegrated."

Manufacturer narrative:
According to the facility on (B)(6) 2023 "the patients epidural catheter became dislodged from the hub at the connector and the epidural was replaced as parts of the epidural catheter looked to be disintegrated". Per the facility the patient was later converted to general anesthesia and was later discharged on (B)(6) 2023 without further incident. No additional information is available at this time. Sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.